Event description:
It was reported that during routine follow up, externalized conductors were observed. Increased lv lead impedance and an increase in capture threshold was also noted. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.